Manufacturer narrative:
Logs were reviewed and it was determined that the patient was monitored locally from 19:02:38 (B)(6) 2024 to 20:13:21 on (B)(6) 2024, the devices alarmed within specifications and no device malfunction occurred. It was also noted that the tm80 dropped from the benevision workstation (ws) due to the customer's poor network environment during this timeframe, but this did not impact local monitoring of the patient. The devices alarmed within specifications and no device malfunction was found in the investigation review.

Event description:
No malfunction was reported, customer contacted mindray to request log evaluation, specifically to see if staff had silenced any alarms, and what notes were entered by staff. Patient started deteriorating at 19:02:52 and coded at 20:15:00.

Manufacturer narrative:
Logs were reviewed and it was determined that the patient was monitored locally from 19:02:38 (B)(6) 2024 to 20:13:21 on (B)(6) 2024, the devices alarmed within specifications and no device malfunction occurred. It was also noted that the tm80 dropped from the benevision workstation (ws) due to the customer's poor network environment during this timeframe, but this did not impact local monitoring of the patient. The devices alarmed within specifications and no device malfunction was found in the investigation review. Correction: section d4 (primary unique device identifier (UDI#)) - added UDI.

Event description:
No malfunction was reported, customer contacted mindray to request log evaluation, specifically to see if staff had silenced any alarms, and what notes were entered by staff. Patient started deteriorating at 19:02:52 and coded at 20:15:00.